Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a ventricular lead warning for low impedance. The lead impedance slowly declined over time from 972 ohms at implant to below 200 ohms. No patient complications have been reported as a result of this event.